Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if bleeding or hematoma occur after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.

Event description:
Following deployment of a 6f angio-seal evolution vascular closure device, hemostasis was achieved. Twenty-four hours post-deployment, the patient presented with a hematoma at the puncture site and was readmitted to the hospital. It was reported the hematoma was caused by the device.